Event description:
Name of procedure being performed: laparoscopic inguinal hernia repair. Detailed description of event: rep was present in the case when two ea units of cb030 scissors were complained to not be sharp enough during use. The surgeon used the first unit of cb030 for 5 transections before using the distal tips to perform fine transection. The distal tips would not cut and instead grabbed the tissue when the scissors were pulled away. A second unit of cb030 was then used but were complained to have the same issue as the first. The case was completed with this second unit of cb030. There was no patient injury. Products are available for return. Patient status: there was no patient injury. Type of intervention: case was completed with the 2nd unit of cb030.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic inguinal hernia repair. Detailed description of event: complaint 1 of 2: #(B)(4)- cb030 lot #1432062 (1 ea.) - MFR # 2027111-2022-00323; complaint 2 of 2: #(B)(4)- cb030 lot #1432062 (1 ea.) - MFR # 2027111-2022-00324. Rep was present in the case when two ea units of cb030 scissors were complained to not be sharp enough during use. The surgeon used the first unit of cb030 for 5 transections before using the distal tips to perform fine transection. The distal tips would not cut and instead grabbed the tissue when the scissors were pulled away. A second unit of cb030 was then used but were complained to have the same issue as the first. The case was completed with this second unit of cb030. There was no patient injury. Products are available for return. Patient status: there was no patient injury. Type of intervention: case was completed with the 2nd unit of cb030.